Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. The patient was seen for a device check the following day and interrogation of the device with a programmer noted stored atrial tachy response (atr) episodes. Additionally, the device date was noted to be programmed to the incorrect date. Further review of the atr episodes noted that the episodes did not correspond to the syncope. The device date was reprogrammed to the correct date. The cause of syncope was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.